Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes the rubber stopper from the closure remained in the tube separated from the closure shield. The event occurred in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which show a tube with the hemogard closure off. A total of 100 retained samples were visually inspected, and all had the hemogard closure assembly correctly assembled and placed on the tubes with no issues of cocked stoppers. Additionally, 10 retained samples underwent functional tests, and all weights were within specification limits. No issues with the hemogard closure assembly being loose or separating during or after testing were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes the rubber stopper from the closure remained in the tube separated from the closure shield. The event occurred in one device. No adverse impact was reported regarding the patient or user.